Manufacturer narrative:
Bci field service engineer (fse) replaced pinch valve 21 and its tubing (blood, diluent and clenz) root cause is attributed to faulty pinch valve 21 tubing. Per labeling, beckman coulter inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer.

Event description:
A customer contacted beckman coulter inc (bci) to report cleaner leaking out of the coulter lh 500 hematology analyzer during shutdown. After performing startup and running controls, the customer noticed blood leaking from the instrument onto the counter and dripping on the floor. User was wearing personal protective equipment (ppe). There was no exposure or contact with the eyes, or skin, mucous membranes or open wounds. The operator did not seek medical attention. There was no effect to patients or end user.